Event description:
It was reported that removal difficulties were encountered. The 90% stenosed, chronic total occlusion target lesion was located in the mildly tortuous and severely calcified proximal to left anterior descending artery. After a 3.5 non- boston scientific (bsc) guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed at 8 atmospheres. Following pre-dilatation, a 32 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent could not be withdrawn through the lesion. The device was simply removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.